Event description:
Patient reported to have undergone total knee arthroplasty in 2011 and alleges to be experiencing a reaction due to a nickel allergy. A review of invoice history revealed the total knee arthroplasty procedure was performed on (B)(6) 2013. Patient further reported that a revision procedure is planned to remove and replace her knee with titanium components. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a nickel allergy causing swelling, discoloration and pain. The tibial tray, tibial bearing and femoral component were removed and replaced. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified..

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states "early or late postoperative infection and allergic reaction." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-01613 & 01614).